Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The tab of the extension piece was broken and the revision surgery was done. On (B)(6) 2018 additional information: the primary surgery with hmrs was done in 2005. The patient fell down at beginning of (B)(6) and the tab of the extension piece was broken and it was rotated.

Manufacturer narrative:
An event regarding anti-rotation tab fracture involving a hmrs extension piece was reported. The event was confirmed through product return. Method & results: device evaluation and results: the returned extension piece was visually inspected and confirmed that the anti-rotation tab was fractured. Bony ingrowth is observed on the beaded extension piece and also on the posterior of the femoral component. Apart from this the femoral component appears unremarkable. Material analysis concluded that the fracture propagated in fatigue with the final fracture occurring in ductile overload. Eds showed the femoral replacement was consistent with astm f75 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: not performed as no information was provided for review. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: chr review confirmed that there were no other similar events for the reported lot. Conclusions: the returned extension piece was visually inspected and confirmed that the anti-rotation tab was fractured. Material analysis concluded that the fracture propagated in fatigue with the final fracture occurring in ductile overload. Eds showed the femoral replacement was consistent with astm f75 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. While the event itself was confirmed through the return of the device, the exact cause of the event could not be determined because insufficient information regarding the patient history was provided to determine contributing factors. Additional information, including operative reports, patient progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The tab of the extension piece was broken and the revision surgery was done. 2018jun26 additional information: the primary surgery with hmrs was done in 2005. The patient fell down at beginning of june and the tab of the extension piece was broken and it was rotated.